Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Medical device lot #: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a customer had several issues with a bd microtainer® sst¿ tube and caps popping off. The caps have been reported to be of a different design and are harder to place in the centrifuge. The serum was also stated to have difficulty separating when centrifuging. They have to spin longer to separate well. There was no report of serious injury or medical intervention.